Event description:
The patient was involved in a mvc. She was a female ejected from a head on collision. She was unconscious on arrival of ems and CPR at the scene. She was intubated while enroute to the hosp. On arrival she was transferred to the hosp bed from ems cot. Once on the hosp bed the respiratory therapist took the ambu bag and connected the wrong port to the tip of the et tube. The rt connected the etco2 detection port to the tip of the et tube. Once the rt realized the pt was not being ventilated they attempted to fix the problem by pulling it off of the et tube but it became lodged and broke off leaving a piece of the etco2 detector port inside the et tube causing an occlusion. The pt had to be extubated and reintubated.